Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error code e103 is displayed when an ignition error occurs in a light source. This phenomenon did not recur during device inspection, therefore it is likely that the ignitor of the light source accidentally malfunctioned. Per the legal manufacturer, the other issue identified in the initial report (e400 error code) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer and the customer olympus representative, the reported e400 release limit error was resolved by accessing the system settings, closed the folder that exceeded the release limit. In addition, the ¿ cv power off" function was placed to ¿on ¿in the system settings operation tab to make sure the issue does not occur again. The clv lamp error 103 was unable to be recreated. The lamp ignited without error. The root cause of the reported issue is unknown at this time, probable cause could be use handling issue. This report will be supplemented accordingly following investigations.

Event description:
An e103 lamp light up error and e400 release limit error was reported on the device. The issue found during device maintenance. There was no patient involvement, no user injury reported.